Event description:
While preparing for a laparoscopic excision of retroperitoneal lymph node procedure the ace harmonic curved shear failed to function upon initial use. Or staff attempted to troubleshoot issue but device simply would not begin working. Device removed from field, new device of same type and manufacturer obtained and was used for entire procedure. After patient taken to pacu staff again attempted to troubleshoot issue by plugging into generator and still would not work. Issue with handpiece, not cord or generator.